Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue started about a month after she first obtained the subject meter (date not specified). The patient manages her diabetes with novolog insulin (28-30 units 2x daily) and levemir insulin (20 units in the morning and evening). About 2 months prior to contacting lfs, the patient reportedly increased her usual dose of novolog insulin (10 units more) and increased her evening dose of levemir insulin (10 units more). The patient denied developing symptoms due to the reported issue. No additional treatment was specified. The patient reportedly obtained a blood glucose result of "450 mg/dl" with another device (date/ time not specified). There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.